Event description:
As reported by the importer: pumps not fully emptying.

Manufacturer narrative:
(B)(4). We received 6 used 3/4 filled accuflo 10ml/h 270ml without packing. The received samples were subjected to a visual exam. Damages or any other defects were not detected. In addition the samples were filled with nacl 0.9% up to the nominal volume and taken to a functional test respectively leak test. The samples can be filled without problems. Function faults were not detected. After opening the white clamp, the liquid starts running immediately. We detected no leaks during filling of the pump or during the functional test. The samples were tested for precision (emptying time and the flow rate). Nominal: 10 ml per hr. Actual: 10,1ml - 10,3ml in 1h; 20,2 ml - 20,4 ml in 2 h; 30,3 ml - 30,5 ml in 3 h. The pump could be completely emptied. We assume a problem during application. Hence we assess this complaint to be not justified. We have informed our production site accordingly. The result of reviewing batch history record of product accuflo 10 ml/h 270 ml code (B)(4), batch no. 2i06f01001 found this batch was mfg on 6 sep 2012 that did not find any nonconforming.